Event description:
An end user reported while unloading a patient from the ambulance, the fastening post assembly fell off the stretcher as it was pulled from the ambulance. There were no reported injuries and the transport was able to be completed. The stretcher was pulled from service after completion of the transport. An investigation has been initiated.

Manufacturer narrative:
An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The reported issue was confirmed and the stretcher was repaired according to the field correction instructions and the stretcher was returned to service.

Event description:
An end user reported while unloading a patient from the ambulance, the fastening post assembly fell off the stretcher as it was pulled from the ambulance. There were no reported injuries and the transport was able to be completed. The stretcher was pulled from service after completion of the transport. An investigation has been initiated.